Manufacturer narrative:
Device evaluation anticipated, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, a gore-tex stretch vascular graft was implanted in the upper arm in a female for hemodialysis access. The following month, swelling was observed around the graft. One month afterwards, an ultrasound echogram revealed a false aneurysm. Two days later, the graft was partially explanted and replaced with a new gore-tex stretch vascular graft.